Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0kngf, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient received assistance from their health care provider (hcp) or manufacturer representative and their concerns were resolved. The patient had an appointment on (B)(6) 2014. The patient also was still having concerns regarding their device or therapy but was working with their hcp or manufacturer representative. Changing their programs the patient still had concerns but was working on them. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient had a loss of therapeutic effect. The first few days the patient only got up once during the night and since last night the patient had to get up more often and noticed that they had to go more often later in the day and evening. It was noted that during the night the patient increased from 0.8v to 1v and they seemed to feel stimulation more. The patient¿s first post-operative follow-up appointment was scheduled for 2 weeks from date of implant approximately on (B)(6) 2014. Additional information received reported that the patient never had therapeutic effect. The patient met with the manufacturer representative on (B)(6) 2014 and they switched them to a different program. It was noted that stimulation was too high so the patient decreased stimulation but then they stopped feeling it. The patient was concerned that they weren¿t feeling stimulation at the level they were at. It was stated that the manufacturer representative was going to meet with the patient in 6 days to switch to another program. The patient was not at 50 percent for urinary frequency and had they known success was 50 percent or more they would not have had the procedure.